Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited low impedance after an unrelated procedure. The lead was capped and replaced on (B)(6) 2017. During the procedure, loss of capture was noted with lead manipulation. A temporary pacer was utilized. While capping the lead, a large insulation breach was noted. The right atrial lead was capped and replaced due to increased threshold during the same procedure. The patient was stable throughout.